Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation and pain at the insertion sites. Surgical intervention took place wherein the scs system was explanted.

Manufacturer narrative:
The report of ¿ineffective therapy¿ and ¿discomfort at insertion sites¿ was not able to be confirmed. Analysis of the returned paddle lead found one broken wire at channel 16; however, it cannot be ascertained as to when this fracture occurred. There were no reports of impedance issues and there are no ipg logs to verify any issues with the lead. Discomfort at the insertion sites can sometimes be associated with patient anatomy and/or the location of the ipg pocket site. (Ipg was received and analyzed on per-2023-0206469 3662 ays852.1).